Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was associated with imaging quality. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) and previous cardiac surgery for a triclip procedure. During the procedure, imaging was challenging. 3 triclips were implanted successfully. Post procedure, third triclip(tcds0307-xt 41113r1091) had single leaflet device attachment(slda) occurred from septal leaflet. The tr was decreased to grade 2+ post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.